Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The issue did not recur, and the customer can continue to use the pump. The customer was advised to call back if any malfunction code recurs and acknowledged this instruction.